Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0llse, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing shocking at pocket site of implantable neurostimulator (ins). The therapy was on. There were no trauma/falls reported that could be related to this issue. The reported issue was not related to positional movements. They had tried different programs and lowered stimulation and even turned off and the shocking sensation was still there. This was considered a sudden change in therapy/symptoms. It was unknown when this all started, guessing a couple weeks. Patient to follow up with hcp (healthcare provider). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that necessary changes in settings and programs and continued bladder shocks began at same time for 2 months, which were painful and constant. There was no change in activity levels. They tried shutting device off for 1-2 days, there was no difference, so they sought advice from the manufacturer representative (rep) and health care professional (hcp). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the company representative one month later reported that the patient was still experiencing shocking, regardless of whether the implantable neurostimulator (ins) was on or off. They added that they met with the patient the day prior, at which time they ran impedances; they did not have exact values but stated "there was nothing that alarmed him." They noted the highest impedance value was between 1,000 and 2,000 ohms. Changing programs had again been attempted but this had not resolved the issue. It was stated that the therapy "works great" for the patient but they had been lacking therapeutic consistency since the shocking sensation started occurring because they had been turning the ins on and off in an attempt to mitigate the shocking. Patient outcome remains unknown. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.